Event description:
The valve was explanted due to aortic valve insufficency. The valve is being retained by the hosp. No additional info is available at this time.

Event description:
In 1999, dr at hospital in another state implanted a 27mm aortic st jude medical mechanical hear valvesjm masters series (27aj-501). A singel coronary artery bypass was slo performed in this procedure. 2 months postoperatively, the pt exhibited increasing shortness of breath. In early 2000, dr explanted this valve due to aortic valve insufficiency as demonstrated on transesophageal echocardiogram. However, the leaflets "appeared to function normally" and there were no clinical indications of endocarditis. At explant, the valve "demonstrated no overt abnormalities"and no paravalvular leak was observed. After cxonsultation the the pt's following physician and another surgeon, the valve was explanted and a 29mm carpentier-edwards bioprosthesis was implanted. No additional information was available.